Event description:
It was reported by the customer that prior to use, the cs300 intra-aortic balloon pump (iabp) was unable to calibrate the iab optical sensor. There was no patient involvement or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they could not duplicate the error. The fse performed the fiber optic test and the unit passed all tests. There were no errors listed in the logs. The unit passed all functional and safety tests and the unit was returned to service.